Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device. It was reported the trial patient stated it was challenging getting up and down and feels like her right side is like a punching bag; the therapy was adjusted. On (B)(6) it was reported the patient has e-coli which was discovered today. The patient will go in to see their doctor tomorrow for infusion treatment. On (B)(6) the patient stated that she has an infection and is getting daily treatment or it. No further complications were reported or are anticipated.